Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy procedure the delivery device did not prime. The procedure was cancelled as they did not have a backup deliver device. The patient was present and sedated and rescheduled for next month.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the rf coil was burned near the top and there was white residue all over in the handle which is consistent with the coil adhesive outgassing due to getting overheated. The device was put through a prime cycle with no problems and then when the pre-treatment was performed error 290 was received. The handle was opened and water was found near the rf tube inlet. The inlet tube was examined and it was noted that the white heatshrink was split. An evaluation conclusion code of manufacturing deficiency was assigned to this investigation.

Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy procedure the delivery device did not prime. The procedure was cancelled as they did not have a backup delivery device. The patient was present and sedated and rescheduled for next month.